Event description:
It was reported that the customer was hospitalized with high blood glucose of 55mmol. It was stated that the customer has been forgetful and confused for a couple of months and had been in touch with the doctor multiple times about the blood glucose. It was stated that the customer was wearing the device at time of admission, but has been taken off the insulin pump and has been using the manual injections ever since. Troubleshooting was performed, and no damage to the drive support cap noted. The displacement test passed. Reviewed the alarm history and found no delivery alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.